Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. E1. Initial reporter phone (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes that clots were present after centrifugation. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes that clots were present after centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-mar-2024. H.6 investigation summary: bd received one thousand and two hundred (1200) samples for investigation. Ten (10) samples were randomly selected and evaluated by functional testing. The indicated failure mode for fibrin with the incident lot was not observed as all product specifications were met. Complaints for sample quality are under statistical control for the month of january 2024. If complaints for sample quality reach an action level, additional testing may be required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.